Manufacturer narrative:
The patient is 171 centimeters in height. An event regarding intraop fracture involving an unknown instrument rasp was reported. The event was confirmed. Method & results: -device evaluation and results: not performed, device was not returned. -medical records received and evaluation: a medical review was performed and concluded: "there is no evidence available in the current case to suggest that device-related issues have played a role while the discussed patient- and procedure-related factors should be considered adequate and plausible to have caused the peri-prosthetic fissure problem in the current case. As such, this pi case has its root cause in an adverse combination of procedure- and patient-related factors and is not device-related." -device history review: not performed the device was not properly identified. -complaint history review: not performed the device was not properly identified. Conclusions: a medical review was performed indicated that the cause of the fissure was not device related.

Event description:
During the procedure a femoral fracture occured during implantation. It was immediately treated with cerclage.

Event description:
During the procedure, a femoral fracture occured during implantation. It was immediately treated with cerclage.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as unknown broach. An event regarding intraop fracture involving an unknown instrument rasp was reported. The event was confirmed. Method & results: -device evaluation and results: not performed, device was not returned. -medical records received and evaluation: a medical review was performed and concluded: "there is no evidence available in the current case to suggest that device-related issues have played a role while the discussed patient- and procedure-related factors should be considered adequate and plausible to have caused the peri-prosthetic fissure problem in the current case. As such, this pi case has its root cause in an adverse combination of procedure- and patient-related factors and is not device-related." -device history review: not performed the device was not properly identified. -complaint history review: not performed the device was not properly identified. Conclusions: a medical review was performed indicated that the cause of the fissure was not device related. No further investigation is required at this time. If the instrument, instrument details or additional information become available, this investigation will be reopened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.